Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline expected device behaviors and include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare back up controller available at all time. The steps and sequence for exchange of controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the hospital ventricular assist device (vad) coordinator that while in the hospital the patient had an isolated controller fault alarm on (B)(6) 2015 which self-cleared momentarily. Log files were sent to the manufacturer's representative which revealed 'sys_uic_aps_fail' controller fault with recommendations for controller exchange. The patient then continued to present with multiple controller fault alarms. Vital signs were stable. The vad coordinator performed controller exchange on (B)(6) 2015 at the bedside. There have been no further issues.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several controller fault alarms logged between on (B)(6) 2015. However, these alarms could not be duplicated at the bench level. The controller fault alarms most likely are due to a leaky diode on the automatic power switch (aps) circuit of the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to a leaky diode. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.